Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked. The patient was connected at the time of the event. This occurred during three of nine of peritoneal dialysis (pd) therapy. The leak was further described as ¿solution coming from the door of the unit¿. Continuous ambulatory pd was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.